Event description:
Audiologist reports user's performance is affected not improving. No trauma has been reported. His speech therapist reports he has some detection with this side, but was not able to discriminate sounds he previously was able to discriminate prior to the electrodes going to status high impedance. The user has been reimplanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No further steps are currently known.

Event description:
Audiologist reports user's performance is affected not improving. No trauma has been reported. His speech therapist reports he has some detection with this side, but was not able to discriminate sounds he previously was able to discriminate prior to the electrodes going to status high impedance. No further steps are currently known.

Event description:
Audiologist reports user's performance is affected not improving.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.